Manufacturer narrative:
H4: the lot was manufactured from (B)(6) 2021 - (B)(6) , 2021. H10: the device was received for evaluation. Unaided visual inspection was performed which observed a tear at the lower right side edge of the bag where the a marking was observed. Functional testing was performed which revealed a leak where the marking was observed. Additional magnified inspection was performed which verified a tear/hole where the leak had occurred. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 3000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking from the lower seam. The leak was observed while filling the device prior to patient use. There was no patient involvement. No additional information is available.